Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely due to damage on the charged coupled device unit and dirt on electrical contact of video plug led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During onsite inspection of the flex deflactable videoscope, error code b30 occurred. There was no patient involvement.